Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic enteroscopy, the evis lucera elite colonovideoscope presented an e315 unsupported scope error message (no image) while being used with the evis lucera elite video system center. Additionally, the scope had water invasion. The intended procedure was completed with a similar scope with no surgical delay. The patient was not under general anesthesia. No patient harm reported. This report is to capture the reportable malfunction of the e315 unsupported scope error message (no image).

Manufacturer narrative:
The device was evaluated, and the reported issue of the e315 error message was not confirmed but occurrence was likely. The reported issue of water invasion was confirmed. There was fluid invasion inside the scope connector and the leak check label inside was discolored. The switch box was broken and therefore leakage occurred. The device felt tight during angulation. There was a pinhole on the keytop of switch one. The objective lens was broken, moisture entered, and therefore the image turned blurry. The light guide lens was broken and had water marks inside. The contact pins of the scope connector were corroded and discolored. The angle was insufficient. The light guide tube and protector were slightly discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, from which components were broken and a leakage occurred. This caused a water invasion of the scope connector and an abnormality in electrical components. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image. ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.